Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the device, as it is capped off inside the patient. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available.

Event description:
It was reported that this chronic atrial lead displayed noise causing three inappropriate anti-tachycardia response episodes. The noise could not be recreated; the representative was concerned this was related to the advisory for this pacemaker. The lead was surgically abandoned (capped) and the pacemaker was explanted. The lead was actively implanted for approximately 7 years, 5 months.